Manufacturer narrative:
D. Suspect medical device, e. Initial reporter, g2. Report source, corrected data; initial MDR inadvertently submitted incorrect information.

Event description:
During internal file review it was noticed that the intial MDR utilized improper formatting for the suspect device and the initial reporter should have been the company representative. No other relevant information has been received to date.

Event description:
It was reported by an unknown patient on social media that patient is scheduled for an emergency consultation due to their device moving down in their chest and causing pain due to the surgeon initially implanting it not doing a good job. It was also noted that the patient is left with permanent nerve damage. It was also noted the vns has done wonders for the patients seizures. As patient is unknown and cannot be obtained by searches, no further investigation can be done. Should the patient respond to the standard cts response for social media complaints, the investigation will continue at that time. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & # 34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.